Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen (500 mcg/ml,123.17 mcg/day, lot # unknown) in an implantable pump for intractable spasticity and other spasticity. It was also indicated the dose delivered was 125 mcg. During a (B)(6) 2016 appointment, the muscular/skeletal examine revealed spasticity in legs bilaterally, cramp, and spasm. The patient's battery life for his baclofen pump was about to expire and the pump helped with his spasticity. The plan was baclofen pump battery replacement. The date of the event was unknown. Progress notes provided indicated the patient was seen for the 'pump making sounds' on (B)(6) 2016. The patient denied any withdrawal symptoms at this time; although had mild increased rigidity on legs and vomiting. The patient's pain score with medication overall was 6/10. The patient was to have the pump replaced on (B)(6) 2016. The pump was interrogated and indicated a motor stall occurred on (B)(6) 2016. The patient first began hearing the alarm on (B)(6) 2016. It was noted the low reservoir alarm date was (B)(6) 2016. On (B)(6) 2016 the alarm was silenced. The patient already had a replacement date of (B)(6) 2016. The hcp placed the patient on oral baclofen until day of surgery. The patient's status at the time of the event was stated to be alive with no injury. The issue was not resolved. The spasms were being controlled by the oral baclofen. The patient was admitted for treatment of withdrawal symptoms. It was noted the patient finished physical therapy and was using the rollator walker with less spasm, but had some spasm episodes on legs. The patient also experienced some low back pain with radiation to back of thighs. The patient felt better with the current pain medications. The patient's pain was intense in the low back area down legs, had pain on right wrist and hand, but denied constipation or nausea. The patient also experienced numbness on the right fourth and fifth fingers for approximately one year. It was noted the patient's pain score was "5-6/10" depending on the weather". The patient was feeling better with tylenol with codeine #4 and referred pain on thighs (anterior) at the end of the day. The patient denied recent fall episodes and was using walker with bilateral ankle-foot orthosis (afo's). Review of symptoms indicated the patient admitted blurred vision, shortness of breath, calf pain when walking, leg cramps, easy bruising, joint stiffness, muscle cramps, painful joints, decreased sleep, seizures, and depression. Examination of the lumbar spine revealed flexion 80 degrees, extension 40 degrees, right lateral bending 40 degrees, left lateral bending 40 degrees. Seated and supine slr negative right and left. Fabere test: negative right and left. Cervical spine showed flexion 60 degrees, extension 50 degrees, right lateral rotation 80 degrees, left lateral rotation 80 degrees and spurling test negative right and left. Thoracic spine showed no deformities and the patient had a full active range of motion in upper and lower extremities. Inspection showed two z-plasty palm right hand-wrist. Bilateral molded ankle-foot orthosis (mafo's) in place. The patient had mild diffuse tenderness on lumbar paraspinals. No tenderness in upper or lower extremities. Motor strength: normal (5/5) in upper extremities, (3+/5) proximal right lower extremity, (4/5) proximal left lower extremity, (2/5) distally lower extremities. No muscle atrophy observed. The modified ashworth scale was 2 for lower extremities and normal in upper extremities. For gait the patient had a mild dragging right leg and unable to heel and toe walk. Deep tendon reflect: 2+ bilaterally, biceps reflex, brachioradialis reflex, triceps reflex, (3+) knee reflex, and ankle reflex. All other systems reviewed were normal. The plan was to notify the neurosurgeon the pump was alarming, if end of life, patient would be provided oral baclofen, but it would probably be insufficient. Telemetry performed to verify current pump settings and procedure explained to patient. Post procedure the patient was advised to attend immediately to emergency room department in cause of any withdrawal symptoms. A motor stall occurred. Date of the event, troubleshooting, lot number, and therapy dates were not reported. This information was requested from the hcp, but was not available. If additional information is received, a follow-up report will be submitted. History: high blood pressure, seizures, asthma, copd-bronchitis/emphysema, hypercholesterolemia, spasticity, and spastic diplegic cerebral palsy. The patient was a current everyday smoker and allergies included tape adhesive (rash), latex (skin desquamation, drug induced) and hives with rocephin. The patient had the pump placed in 2010. Labs on (B)(6) 2015 showed: cmp14 (n) except for bun 6 (l), cr 0.65 (l), na 134 (l) and cbc <(>&<)> diff (n). Right wrist and hand x-rays ((B)(6) 2015); ulnar minus variant, mild radiocarpal osteoarthritis (oa), mild to moderate first metacarpophalangeal (mcp) oa. Cervical CT scan ((B)(6) 2015): c5-6 degenerative disc disease (ddd) and spondylosis with right paracentral disc protrusion, moderate right c5-6 foraminal stenosis, c6-7 spondylosis with moderate right foraminal stenosis . Electromyography (emg) and nerve conduction studies (ncs) right upper extremity ((B)(6) 2015): right median sensory neuropathy, right ulnar motor and sensory neuropathy with denervation potentials on right abductor digiti quinti and richescannieuanastomosis. Urine drug screen test ((B)(6) 2014): positive for hydrocodone, pregabalin, and cotinine. Lumbar spine x-rays ((B)(6) 2014): spondylitic changes, mild superior endplate deformity t12 vertebra. Lumbar spine CT scan ((B)(6) -2014): multilevel disc bulges and mild foraminal stenosis from l2 to s1, catheter within the spinal canal, t12 mid superior endplate deformity. Concomitant drugs: diazepam 5mg tablet 0.5 tablet three times a day, amitriptyline hcl 10mg tablet 1 tab daytime and 2 tabs at bedtime, hydrocodone-acetaminophen 10-325 mg tablet 1 tablet as needed for pain every 6hrs, gabapentin 400 mg capsule 1 cap twice a day, docusate sodium 100mg capsule 1 cap as needed once a day, ondanestron hcl 4mg tablet 1 tab twice a day, singulair 10mg tablet 1 tab once day, lisinopril 20mg tablet 1 tab once day, sertraline hcl 50mg oral tablet 1 tab once a day, trazodone hcl 50mg tablet 1 tab daily at bedtime, guaifenesin ER 600mg oral tablet extended release 12 hr 1 tab as needed every 12hrs, proair hfa 108 (90 base) mcg/act aerosol solution 2 puffs as needed every 6hrs, blephamide 10-0.2% suspension 1 drop into affected eye twice a day, vitamin d-3 5000 unit capsule 1 cap once a day, vitamin b-12 1000 mcg tablet 1 tab once a day, vitamin c 1000mg tablet 1 tab once day, zofran 4mg tablet 1 tab four times a day, albuterol sulfate (2.5 mg/3ml) 0.083% nebulization solution 3ml every 4hrs as needed for shortness of breath, ventolin hfa 108 (90 base) mcg/act aerosol solution 2 puffs as needed every 6hrs,carbamazepine ER 200mg tablet extended release 12hr 2 tabs twice a day, atorvastatin calcium 20mg oral tablet 1 tab once a day (not taking prn), tamsulosin hcl 0.4mg capsule 1 cap 30 minutes after the same meal each day once a day, doxazosin mesylate 2mg tablet 1 tab once a day, baclofen 10mg tablet 1 tab with food or milk twice a day, and prevastatin sodium 80mg tablet 1 tab once a day at bedtime. Dosing changes: the pump logs were provided and as of (B)(6) 2016 (last change (B)(6) 2015), the patient was receiving baclofen (500 mcg/ml, 112.11 mcg/day). On (B)(6) 2016 a 10% increase in the daily dose was made and the new daily dose was 123.17 mcg/day.